Manufacturer narrative:
(B)(4).

Event description:
Site description of issue: subject was using a transmitter initiated on (B)(6) 2021. He had a brief lapse in signal, but then it seemed to fix itself. Shortly after, he received a transmitter error and was advised to replace transmitter and sensor (also started (B)(6) 2021). It was not working on pump or phone. He restarted his phone to see if that was the problem. It did not help, so he removed the sensor and transmitter as directed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.